Event description:
Pt was admitted for cardiac catheterization. Pt has complained of increased rt groin pain over the last 12 days. The next day the pt complained of walking difficulty. Pt was admitted with a large right inguinal abcess and right femoral entrapment neuropathy, believed to be secondary to the recent cardiac catheterization and felt to be a probable complication of a perclose device. Pt is now admitted and being treated for possible staph infection.